Event description:
On (B)(6) 2013 the patient contacted animas alleging that she was hospitalized for elevated blood glucose (bg) from (B)(6) 2013. The patient stated that she has had elevated bgs for the past three weeks. The patient stated that on (B)(6) 2013 her bg was over 600mg/dl with chest pain, heartburn, shortness of breath, and vomiting. The healthcare provider (hcp) reportedly ruled out a heart attack and attributed the hospitalization to hyperglycemia. The patient did not specify what treatment she received at the hospital. The patient was reportedly off the pump and using an alternate form of insulin delivery at the time of the call to animas. The patient was reportedly to remain on a back-up plan until she could meet with a clinical pump consultant per her hcps recommendations. The patient denied any site or set issues. The patient stated she initially thought her insulin might be bad, but her bgs are responding appropriately to injections using the same insulin. The patient denied any changes in weight, diet, activity level, stress, or medications. Customer technical support reviewed the pump with the patient and found all settings and histories were correct. Troubleshooting indicated that the pump is delivering as programmed. The patient was advised to continue working with her hcp to resolve bg excursions. This complaint is being reported based on the allegation that the patient experienced hyperglycemia of unknown cause requiring medical intervention while using insulin pump therapy.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/25/2015 with the following findings: the black box data began on (B)(6) 2015. The data from the time of the alleged incident is unavailable for review due to continued pump use. A review of the available pump histories did not find any errors, alarms, or warnings associated with the complaint. A review of the current total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications.

Manufacturer narrative:
The pump has not been requested for return. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.